Event description:
Customer states the bed collapses upon lowering. Rails do not automatically rise when making contact with the floor. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model bed38low-1633, serial number/date code and age of product are unknown. The owner's manual part number's 1114836 (for 5410 low bed) and 1130185 (for 6632 assist bed rails) were issued with this device. The owner's manual's are also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The facility called stating that the 6632 assist bed rails being used on the 5410low bed made contact with the floor. The rails were in the access (back) position when the bed was in the raised position. Upon lowering the bed, the bottom of the rail made contact with the floor, allegedly forcing the bedframe up and off the bed ends causing a collapse. The rails allegedly do not automatically rise up when contact is made with the floor. No injury alleged.